Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had noise in bipolar, and thresholds were high. The lead integrity alert (lia) triggered. The pace/sense portion of the lead was replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.